Event description:
New information received notes the right ventricular lead was capped and replaced on 24 nov 2021. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination, it was noted that the right ventricular (rv) lead had noise. The physician performed fluoroscopy and confirmed that the noise was due to externalization of conductor near the proximal of superior vena cava (svc) coil of the lead. No programming changes or lead revision was performed. The patient was in stable condition.